Event description:
Customer reports the following: "error 30 - time keeper error; obf failure. Fault diagnosed in a faulty cpu board. Replaced with a new one. Note that replacing power supply board did not help. Also all ribbon connections have been checked. Quality control performed after repair, device is functional and safe." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, nothing linked to the reported event was found. Device history log was reviewed, reported event was confirmed. Indeed, several errors 30 were found in device logs file. This complaint was linked to an out of box failure (obf). The subject device (model agilia sp mc, serial number (B)(6)) was not sent back to our laboratory for analysis. However, the suspected defective cpu board was returned as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the part was performed using an agilia sp test bech. Error 30 occurred very quickly working in normal mode. In addition, it was possible to write the date and time in the microcontroller of cpu board. However, error 30 was still occurring following the operation. Based on available information, the root cause of the reported event was linked to a defective oscillator on cpu board. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.